Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device requested co2 calibration. The device was evaluated onsite by the fse where it was determined that the equipment required co2 calibration. The fse replaced the gas cal 1 cylinders for tcpc02, 6/bx, and gas cal 2 cylinders for tcpc02, 6/bx. And performed the calibration to resolve the issue. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective component. Further root cause of the defective part could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator requests co2 calibration.  There was no reported patient involvement.